Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, transient no reflow was noted. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as myocardial infarction and elevated biomarkers indicating ischemia prior to the index procedure. The patient was referred for cardiac catheterization. The target lesion was located in the 1st diagonal branch (dx1) with 90% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilation and placement of a 2.50x12mm ng promus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. Per the baseline angiographic report, the core lab reported transient no reflow following stent deployment. The core lab confirmed the presence of no reflow on the post-procedure angiographic report as well. No treatment was reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).